Event description:
The device was connected to an electro physiology lab patient using disposable defibrillation/pacing electrodes. After charging the defibrillator, the physician decided not to administer the shock. The nurse operating the defibrillator controls reported that she pushed the 'options' button to disarm the defibrillator but the shock was delivered to the pt. There were no adverse affects to the pt reported.